Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. After a non-bsc guidewire crossed the lesion, a 6.0mmx20mmx135cm (4f) sterling catheter balloon was selected to pre-dilate the lesion. Upon first inflation, the balloon ruptured at 14 atmospheres after 5 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).